Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. When connecting the fiber to the laser unit, it was noted the fiber was fractured. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. Ther was no harm or injury to the patient due to this event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported ot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).